Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized; cause was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Event date is approximate. The customer continued to use the pump for insulin therapy.